Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had thermal damage to the pulley cover. The procedure was continued as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the user was using this instrument from the beginning. The instrument and cable were connected correctly, and it was connected to the vio3. The damage was caused by using vio3 with double bipolar. The instrument was inspected prior to the start of the procedure and no damage was observed. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The instrument does not show damage to the conductor wire. The complaint was confirmed by failure analysis.